Event description:
During a nihncident on an unk date involving a pt of unk age who was asystole, this defibrillator analyzed as "no shock indicated" and after 10-15 minutes of use, prompted "timer failure" 3 times. The pt was believed in ICU at the time of the report.